Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump demonstrated erratic behavior. The pump would intermittently go into the "stop" mode without any visual or audible alarm condition. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.